Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The customer reported a visual drop a chemolock¿ on the plateau (flat connection to the connector) of the chemolock port (011-cl-2100), which is permanently mounted on the 011-cl-10. Liquid residue was also visible in the 011-cl2000s. This happened immediately upon use. The problem was solved. There is no report of any human harm associated with this complaint/event.

Manufacturer narrative:
Although multiple attempts were made, no sample or photo/video was received for investigation. The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and a complaint was closed with the same issue. Corrected information can be found in concomitant products and e1.